Event description:
Customer reported that acyclovir should have been administered over 1 hour it actually infused over a minute. Acyclovir was set-up as a secondary infusion at 114ml/hr, with a total volume of 114mls. No report of pt harm or medical intervention. No tubing or devices were sequestered. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported acyclovir infusing too quickly (1 minute instead of 1 hour). The customer stated that product will not be returned because the tubing was discarded and devices were not sequestered.